Event description:
Home patient(hp) reports patient line of homechoice set became disconnected from transfer set during apd treatment. Wife reported she capped off line twice, and hp's transfer set was changed the following morning at the unit. No hp injury or med intervention required per wife of hp.